Event description:
Reportedly, pt was hospitalized because of syncope. During interrogation of the pacemaker, the device needed to be reinitialized. Reinitialisation failed even after different attempts and with different programmers. However, it was confirmed that the device reacted to magnet application. The device was changed and will be returned for analysis.

Manufacturer narrative:
(B)(4) 2014: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.